Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No unexpected restart alarm noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose blood glucose level was 460 mg/dl. The customer reported that the insulin pump was shut off without warning. The customer also reported the insulin pump screen went blank. The customer reported that the insulin pump had unexpected restart. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.